Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working. The analyzer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the analyzer was not working. The analyzer was unable to communicate with the programmer. The analyzer was replaced with a different functioning unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned for service.